Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose was 430 mg/dl. The customer had not treated her high blood glucose. The customer had received a battery out limit alarm as well. The customer stated that the batteries of the insulin pump were out of the insulin pump greater than the duration allowed. Explained that this was normal insulin pump behavior. Advised customer to monitor the insulin pump. Advised that there may be an issue with the battery cap. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.